Event description:
It was reported that the patient underwent artificial disc replacement at c6/7. During surgery, the implant holder did not retain the implant as well as they used to. The surgery was completed successfully with no complications.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.